Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was cracked and missing an o-ring. The customer experienced high blood glucose levels. Customer's blood glucose level was 250 mg/dl. The customer administered a one unit bolus to treat her high blood glucose level. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a completely broken reservoir tube lip. Unable to perform the basic occlusion, occlusion tests due to physical damage to the case. However, the pump was received with normal operating currents and passed the unexpected restart, rewind, displacement, prime and excessive no delivery alarm tests. Also, the pump had minor scratches on the lcd window, cracked battery tube threads, a missing o-ring on the reservoir tube and a missing end cap sticker.